Event description:
One patient sample with discrepant troponin t results. Initial result 0.154 ng/ml. Same sample repeated twice gave results of 0.033 and 0.031 ng/ml. The initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.